Event description:
Litigation papers allege the patient suffered increasingly debilitating pain, discomfort, and soreness, as well as instability and a sensation of his hip implant giving out, which in turn negatively affected the patients ability to walk, move, and sleep, and required the use of a cane. Papers further allege the patient was found to have elevated cobalt and chromium on (B)(6) 2011. During the revision surgery, his orthopedist encountered a lot of fluid accumulation and an enormous amount of soft tissue reaction and debris requiring extensive debridement and synovectomy. Additionally, during the revision surgery there was found to be a lot of black corrosion at the trunnion and in the joint in the hip ball and upon examination of the cup there did not appear to be good bony ingrowth. Areas of osteolysis in the acetabulum required debridement.

Manufacturer narrative:
Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).